Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that after coil (subject device) implantation,the thrombosis was occured in the p-com (posterior communicating artery) and it was resolved by thrombectomy using a stent retriever. No further details provided.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned for analysis, therefore physical and functional evaluations could not be performed. However, the reported patient thrombosis is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Based on the information available, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
It was reported that after coil (subject device) implatation,the thrombosis was occured in the p-com(posterior communicating artery) and it was resolved by thrombectomy using a stent retriever.no further details provided.